Event description:
It was reported that an ilet user experienced hyperglycemia with glucose readings over 300 mg/dl for more than 90 minutes after announcing and consuming a carbohydrate-heavy breakfast; the device displayed an alert and delivered small correction boluses, and the user changed the infusion site per troubleshooting guidance with follow-up arranged. Symptoms included elevated blood glucose. Outcomes included recovery to target range and the user reporting they were doing fine. Investigation included review of device data and guided troubleshooting, including site change. Investigation of this case revealed no device malfunction observed during the episode, and the hyperglycemia cause remained unclear despite appropriate corrections and site replacement. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.